Event description:
Philips received a complaint by the customer on the v60 indicating that the primary alarm had failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the primary alarm had failed. A field service engineer (fse) went onsite to further investigate the issue. The fse confirmed that the error, "primary alarm failed" (diagnostic code 1102)", had occurred in the event logs. The fse then cleaned out the internal speaker contacts to resolve the issue. The fse cleaned the internal speaker contacts to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.